Manufacturer narrative:
(B)(4). (B)(6).

Event description:
According to the reporter, the patient had a low anterior stapled anastomosis. She has had some problem with stricture which we have managed successfully with dilatation. The surgeon questioned the metal content in the staples as the patient had reactions to some metals in the past. Despite several attempts unable to obtain additional information.